Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a 90% stenosed, moderately tortuous, distal left circumflex coronary artery without calcification. A 014 hi-torque balance middle weight (ht bmw) elite guide wire had an issue where the distal 30cm of the wire changes to the more flexible material, proximal to the coils. The physician reportedly was not comfortable with the feeling of the wire at the specified transition point. It was reported that it felt like it was sticking, getting caught and resisting force in the guide catheter, both during advancement and during withdrawal from the guide catheter. The procedure was successfully completed with the original 014 ht bmw elite guide wire. Balloon angioplasty was performed and unspecified drug eluting stent was implanted to treat the target lesion, resulting in 0% stenosis. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The reported physical property issue was confirmed although difficult to position and difficult to remove were not confirmed. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.